Event description:
Patient had left total knee replacement on (B) (6) 2009. During procedure, the pain pump catheters were being primed and the deep catheter would not prime. Surgical team attempted removing the catheter and the tip broke off. Surgeon decided to leave in and see how patient did post-operatively. Patient has been undergoing rehab therapy and has been limited due to pain issues. Surgeon will perform an arthroscopy on (B) (6) 2009 and attempt to remove pseudomeniscus and/or plica band as well as possible removal of the retained foreign object.